Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trainer and healthcare professional were unable to attach the luer connector to the ilet and could not fully insert the cartridge, including during a dry run, despite trying multiple connectors and cartridges; the cartridge was noted to be underfilled. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the pump and guidance to continue cgm use with the dexcom app or receiver, shutdown instructions to prevent alerts, and instructions for data handling and return. Investigation included case review and troubleshooting with the user, including attempts with multiple connectors and cartridges. Investigation of this case revealed a device connection and fitment issue consistent with a suspected connector or cartridge interface malfunction that prevented proper engagement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.